Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery. This report is made based on the results of an investigation completed on 07/06/2015.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 07/06/2015 with the following findings: black box confirmed time and date reset to default after battery change on (B)(6) 2014, pump was exercise for 24 hours, then took out the battery and the time and date complaint was duplicated within 23 hours. Battery cap is damaged/stripped, returned battery cap was used top verify steps, pump case was removed and corrosion was found underneath the internal battery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).